Event description:
It was reported via repair work order that the manual release cable was out of adjustment and causing the cot to drop while all wheels were on the ground. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.